Event description:
It was reported that during implant, the lead would not trace to the distal vessel. The lead dislodged when the doctor slit the sheath. The lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed and no anomalies were found.